Manufacturer narrative:
The insulin pump passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test or occlusion test due to missing retainer and reservoir tube lip o-ring. The insulin pump was received with high sleep current and confirmed the low battery, power loss alarms an abnormal loaded voltage (vlith) at the power management graph due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on connector board, the insulin pump was monitored and functioned properly. No power error alarm were noted at the power graph or pump history files. The insulin pump was received with faded serial number label. The insulin pump was received with minor scratched display window, case and keypad overlay texture damaged.

Event description:
It was reported via phone call that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump was returned for analysis.